Event description:
It was reported from (B)(6) by the vad coordinator that while the patient was at home, the controller fault alarm was detected and the controller was exchanged. There were no effects on the patient and the investigation is still progress.

Manufacturer narrative:
Describe event or problem - the event description inadvertently stated that the event was reported from (B)(6); however, the event occurred in (B)(6). The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the log files revealed occurrence of a controller fault alarm on (B)(6) 2015. However, the problem could not be replicated in bench testing. Analysis of the controller revealed that it met specifications; the controller passed visual examination and functional testing. System testing did not indicate any abnormal operation of the controller. The controller was in use when the reported event occurred. Though the problem could not be replicated during bench testing, the circumstances of the reported event are consistent with a diode with high leakage current on the automatic power switch circuit. An internal investigation has been opened to address this issue. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Controller has not been received.